Manufacturer narrative:
G4: 09mar2020. B4: 11mar2020. The patient had to be moved to a different unit as a result of this event. There was no patient harm. The service technician replaced the blower to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12may2020. B4: 13may2020. This complaint has been reassessed. The patient was transferred to a different ventilator but there was no additional medical intervention required as a result of this event, and there was no patient harm. Based on this information, the type of reported event has been updated from serious injury to non-adverse event. The replaced blower motor assembly was returned for failure analysis. The blower motor assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jan2020.

Event description:
The customer reported a blower temperature high alarm. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient's information could not be disclosed. There was no medical intervention required as a result of this event. The manufacturer¿s international service technician evaluated the ventilator and confirmed the occurrence of the diagnostic code related to blower temperature high in the diagnostic report. The blower will be replaced once the customer approves the repair.